Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by ems (emergency medical service) due to being unconscious. The patient's blood glucose levels was unknown while wearing the pod longer than 48 hours. The patient reported that they had high blood sugar levels so they took an injection when later on the patient was found. The patient was treated with IV (intravenous) and was given a coke. The patient was released the same day. The pod was worn when seeking medical attention.